Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was frustrated due to always having issues with their home monitoring communicator. Their last successful data transmission was from november 2023. The patient did not want to troubleshoot. Boston scientific technical services will send an ethernet adaptor to the patient. Additionally, the patient indicated that the patient had a motorcycle accident which changed the implanted device position. The device has moved to the back of the patient. There were no adverse patient effects reported. The device and electrode remain in-service. Additional information was provided, it was reported that the motorcycle accident actually occurred more than a year ago. According to the patient, the healthcare professional did not believe this would be an issue and currently, no intervention has been performed to revise the s-ICD system or electrode. No adverse patient effects were reported. The device and electrode remain in-service.